Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, it was understood and accepted by the physician that the balloon loss of pressure was caused by calcium. It was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1503602) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: there was disease near the access site which was confirmed by the femoral angiogram. It was understood and accepted by the physician that the balloon loss of pressure was caused by calcium. Manual compression of 30 minutes or less was used to achieve hemostasis. Additional information: the balloon lost pressure at the 1st stop (sheath). At prep, the black marker on the inflation indicator was fully exposed. Procedure type: intervention peripheral stick location: medium sheath size: 6f vessel size 7 mm.